Event description:
Physician inserting cvp. Inserted guidewire. Advancing guidewire it buckled and bent. Obtained replacement guidewire, which bent during advancement, attempted third guidewire which bent during advancement. The level of advancement varied with each guidewire. Three separate guidewires were used. Two had the same lot # and catalog#.